Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g2, g3, g6, h2 and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
The serial number has been updated to (B)(6).

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in australia.

Event description:
It was reported that during surgery, the unit had an air leak. It is unknown whether there was any patient impact or delay. Due diligence is complete and there is no additional information available.